Event description:
It was reported that the superion indirect decompression spacer (spacer) patient developed pain at the surgical site and down leg. The physician determined from imaging that the implant may have been oversized and decided to replace the device with a reduced size. The patient was doing fine post-operatively. The explanted spacer as disposed of by the medical facility.